Manufacturer narrative:
H6; the knife/tip reported event of tip break was confirmed on receipt of the product for evaluation. The product was evaluated by product engineering who concluded that the assessment of the part supports the initial complaint description; there is evidence that the part failed during ultrasonic cutting. Based on the gouging isolated to one side of the knife, it is highly likely that the part experienced contact with another surgical instrument that contributed to crack initiation and subsequent fracture. The instruction for use(IFU) of handpieces associated with this device contain the following indication for use; the stryker sonopet universal handpiece (handpiece), when used with the appropriate ultrasonic tip, is intended for use in surgical procedures where fragmentation, emulsification, and aspiration of soft and hard tissue is desirable, including neurosurgery, gastrointestinal and affiliated organ surgery, urological surgery, plastic and reconstructive surgery, general surgery, orthopedic surgery, gynecological surgery, thoracic surgery, laparoscopic surgery, and thoracoscopic surgery.

Event description:
It was reported that during a lumbar fusion procedure, while cutting lamina, the knife tip broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during a lumbar fusion procedure, while cutting lamina, the knife tip broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.